Event description:
A report was received from (B)(6) stating that an ht70 ventilator experienced a malfunction. Covidien received information stating that the down arrow button and the alarm silence reset button on the ventilator did not work. There was no patient involvement.

Manufacturer narrative:
No additional information regarding this complaint has been provided by the customer. (B)(4).